Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump for pah infusion, the pump exhibited a no disposable detected alarm. Subsequently, pump and cassette were replaced. No patient consequences were reported. No adverse effects were reported.